Event description:
It was reported that the tubing set cracked and separated from the male luer and leaked during priming. The customer further stated that although the tubing set was being primed for use on an infant patient, the event did not reach the patient, therefore; there was no patient involvement during this event.

Manufacturer narrative:
The customer¿s report that the tubing separated from the male luer and leaked during priming was confirmed. The set was visually inspected and there were no cracks, damages, or other anomalies observed at the primary set¿s male luer or throughout the entire set and its components. Visual inspection of the primary set noted separation at the engagement between the tubing and the male luer. Closer inspection of the separation under magnification observed that the tubing had no solvent applied to male luer's engagement. Functional testing was not performed due to the male luer separation and obvious leak would occur. Dimensional analysis was performed and the tubing measured to be within specification(s). The root cause of the customer¿s experience for the reported crack was not identified. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set cracked and separated from the male luer and leaked during priming. The customer further stated that although the tubing set was being primed for use on an infant patient, the event did not reach the patient, therefore, there was no patient involvement during this event.